Manufacturer narrative:
Estimated age. The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 9 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a downtrending hematocrit/hemoglobin and received 1 unit of packed red blood cells (prbc) for suspected lower gastrointestinal (gi) bleed on (B)(6) 2018. An esophagogastroduodenoscopy/colonoscopy were performed. The source of bleeding was confirmed to be gastric fundic ulcer, not currently bleeding; however, suggestive of old bleeding. Also suspected short segment of barrett's esophagus were found. The aspirin dose decreased to 81mg from 325mg. The patient was still inpatient as of (B)(6) 2018; however, recovering well from implant and working towards discharge. The gi bleed has been resolved.